Event description:
It was reported that since the patient had difficulty sleeping at night he wanted the ability to turn stimulation down. Additional information received indicated that it was unknown if there was a (B)(6) or greater symptom reduction. The cause of the event was determined and was device related. The patient had experienced a sudden loss of therapeutic effect. The patient had not experienced a loss of stimulation. The patient had recovered without permanent impairment. Reference manufacturer¿s report number: 3004209178-2015-01762.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, lot# v984204, implanted: 2012-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3387s-40, lot# va0bauf, implanted: 2014-(B)(6), product type: lead. (B)(4).